Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fz70, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0fz70, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information received reported that the patient received assistance from their doctor and manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6), 2014 was also noted.

Event description:
It was reported that the caller states that the patient has two implants and that there was an infection after implant around the left implant. The caller notes it has been resolved. Caller described infection as having fluid and being superficial but couldn¿t describe where exactly it was(directly over stimulator, etc.). Caller noted that the infection was resolved after the second of the surgeries.